Event description:
It was reported from (B)(6) that the battery oscillator device did not function. It was further reported that the case was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was damaged by dropping. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.